Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements resulting in values of greater than 2000 ohms and a lead safety switch (lss). Technical services (ts) noted myopotential noise due to unipolar sensing and recommended programming options to resolve. The health care professional (hcp) ultimately decided to surgically abandon this lead. During the procedure, this lead broke and the rv port was plugged. The patient was implanted with a micra device to support rv pacing. Other than the surgical procedure, no additional adverse patient effects were reported.